Manufacturer narrative:
Bed was tested with the bed unplugged, swapped the head down valve and CPR and it still drifts. Maintenance was asked to replace the manifold. Three attempts have been made to resolve this contact. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Complaint received alleged that the head section will drift down over night. No injuries alleged.